Manufacturer narrative:
(B)(4). Date sent: 9/16/2024 d4: batch # 623c43 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cecr60g reload was received partially fired 1/3. The returned reload was reset and loaded into a test device. The reload was tested for functionality and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, photos were provided and they showed the packaging of the reported reload. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 623c43, and no non-conformances were identified. A manufacturing record evaluation was performed for the device lot e23100002, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, could not close firing trigger. It was reported that the firing trigger could not be closed during the surgery. Changed another reload to complete the surgery. There was no patient consequence reported, no additional information could be provided.